Event description:
The customer contact reported the clave port in the open position; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified volume of normal saline at an unspecified rate via a symbiq pump. At an unspecified time, an unspecified symbiq tubing set with a closed male connector connected to the male luer was attached to the lower clave y-site of the primary tubing set to deliver an unspecified volume of cisplatin at an unspecified rate via a symbiq pump. After an unspecified length of time in use, the nurse noted a leak of solution and blood from the clave y-site. An unspecified volume of blood loss was noted. The nurse disconnected the closed male connector from the clave y-site and noted that the silicone sleeve of the clave was in a stuck down position. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4).